Manufacturer narrative:
Device eval/analysis: symptom of hypotension during red cell transfusion using device appears to small cohort of conditions, all of which cause vascular instability in pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines and use of medications that result in vascular instability, expecially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case conditions were: status post cardiac surgery (heart transplant), angiotensin converting enzyme inhibitors, and rapid transfusion flow. No info was provided regarding route of administration of transfusion. Decreasing flow rate was sufficient to reverse hypotension reported. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in blood component transfused, as well as unidentified idiopathic factor in pt, must also be present. It is unclear as to whether when preceding conditions and/or practices exist in proper configurations, whether device also plays contributing role in reaction observed. Device has been used for multiple thousands of transfusions (in absence/presence of above conditions), without incidence of hypotension reactions. At this health care facility, transfusions for other heart transplant pts and oncology pts were administered through this model device with no hypotensive episodes. There has been no correlation between mfg lots and these reactions. Review of mfg history lot number 635105 revealed that this lot was mfg in accordance with documented procedures and met all specifications required for release. This category of reactions could be consistent with presence of short-lived bilological modifier, no evidence of such modifier has been confirmed in this instance. The specific cause of this low frequency hypotensive reactions remains unknown. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
After beginning a rbc transfusion through the device, the pt became hypotensive. The transfusion was stopped and pt's blood pressure went up to original measurement. An attempt to continue the transfusion resulted in another drop in blood pressure. A total of 50 cc's were given. A transfusion of platelets was given slowly and completed without incident.